Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified artery. A 3.5mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured at 12 atm for 60 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient was in good condition post procedure.